Manufacturer narrative:
This report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This file is a review of the following journal article: concina, c., et al (2021) complex open elbow fracture-dislocation with severe proximal ulna bone loss: a case report of massive osteochondral allograft surgical treatment. Clinics in shoulder and elbow, vol. 24, pages 183-188 (italy). The study emphasizes on the report of the use of an ulna frozen massive allograft for an open monteggia-like lesion with severe proximal ulna bone loss, associated with an ipsilateral ulnar shaft fracture, in an active patient. The patients evaluated on course of this study: a (B)(6) year old man. The article describes the following procedure: wound debridement and bridging external fixation. The devices involved were: unknown healix anchor. Complications described: approx. 6 weeks after second stage surgery, a posterior wound dehiscence with siero-hematic effusion appeared. An antibiotic regimen was started, wound debridement was conducted, and vaccum dressing applied for an additional 7-week period, achieving complete skin closure.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: this complaint file was opened to document complaints derived through a journal article review. The journal article review indicated depuy mitek product failure(s). Multiple attempts were done to obtain more information from the author; however, no response was received. It is unknown if complaints derived from this journal article were previously reported and documented in the depuy mitek complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. Since no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported problem. If any additional information is obtained, this complaint will be re-opened to capture that information. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted.